Manufacturer narrative:
Analysis of the returned lead model 3487a-33, lot #0208090827 showed no anomalies.

Event description:
It was reported that one of the two leads that was implanted during a procedure had high impedances of greater than 40,000 ohms even after reconnection to the device and extension. Impedance was measured with a trialing lead and it was less than 40,000 ohms. The lead was replaced and impedances returned to normal and the system functioned normally afterwards. Approximately two weeks later, it was reported that the patient was doing fine. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.